Event description:
It was reported from (B)(6) that the small battery drive device was defective; and that abnormal noise was clearly audible during longer load. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure as a spare device was available for use. It was not reported if there were patient or user injuries. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized and rough running. Therefore, the reported condition was confirmed. It was further reported that the device pulled 13 amperes. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.